Event description:
Information received indicates the right siderail will not remain in the latched position.

Manufacturer narrative:
The technician isolated the issue to a missing latch shoulder bolt. He replaced the shoulder bolt to repair the stretcher.